Event description:
Device inserted 2002 without apparent complication. No noted problems with device while inpatient, pt discharged home 4 days later. Device somehow "displaced" or "dislodged" at home and pt exsanguinated.

Event description:
Add'l info received from MFR 3/20/03: unfortunately, the results of the evaluation will be inconclusive, as the device is not available for evaluation.